Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient first presented in-clinic, where lost capture in all vectors was observed. On (B)(6) 2016, the patient returned for lead revision, the device was interrogated and confirmed total loss of capture in the lv lead. A chest x-ray was performed which confirmed that the lead had dislodged and pulled back into the right atrium. The lead was capped and replaced when repositioning was unsuccessful. The procedure concluded successfully and the patient was stable before and throughout the procedure and will continue to be monitored.